Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first device was fired and the clips scissored. A second device was pulled and the same thing occurred. A third device was pulled and at the initial firing the clips scissored again. A fourth device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, seven conforming clips were fed and the remaining nine clips were ejected. No scissoring clips were noted; no conclusion could be reached as to what may have caused the reported incident. Please note that the ejected clips are unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9ll4f, mfg date 11/29/2010; exp date 10/29/2015. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9lt39, mfg date 12/15/2010; exp date 11/15/2015.